Event description:
Reportedly, the subject device was implanted, and soon after bradycardia was reported. The pocket was re-opened and the leads were not connected to the device. The physician reported that during lead connection, clicking of the screwdriver was heard, but it was felt that "this does not screw properly." Another screwdriver (non-sorin brand) was used to re-connect the leads and the physician "had the feeling that leads were appropriately connected".

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis pending.